Manufacturer narrative:
This report is submitted on may 16, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in exposure of the receiver/stimulator. The patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.